Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 7:00pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter but does not recall what the reading only that it was higher when compared to another meter. A normal result for that time of day is usually around 210mg/dl. Caller stated that the end-user was incoherent and not responding to her name, so paramedics were called approximately 10 minutes after testing with her prodigy meter. Caller stated that no food drink or medication was consumed while waiting for the paramedics who arrived within 10 minutes. The paramedics tested the end-users blood glucose with their meter and received a result of 35mg/dl. No additional testing was done with the prodigy meter. Caller stated that the end-user was not transported to the hospital and he does not recall what treatment she received from the paramedics. No additional information was provided.